Event description:
It was reported that the user dropped the ilet due to neuropathy, resulting in screen delamination and requiring a replacement; blood glucose was reportedly unaffected and the user continued using a dexcom g7. Symptoms included no reported adverse physiological effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included review of complaint history, review of device history records, and assessment of available information. Investigation of this case revealed screen damage consistent with physical impact and user handling challenges, with no evidence of device malfunction affecting glucose management. It was concluded that the event was attributable to physical damage from dropping the device rather than a performance failure of the ilet.